Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: supplier - universal punch / assembled, inspected, packaged and released by: monument, release to warehouse date: 13-may-2020, part number: 03.114.009, stardrive screwdriver shaft w/holding sleeve/t4/66mm lot number: 56p2038 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, final assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the assembly, inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.114.010, stardrive screwdriver shaft t4/66mm, lot number: 14l1116, lot quantity: (B)(4). Inspection sheet, incoming inspection met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certificate of tests was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.114.009.1, holding sleeve for use with us 11, lot number: 46p8050, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria with no issues documented during the assembly, inspection or release of the product that would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver shaft 1.5 the tip of the device was stripped, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of scrdriver shaft 1.5 in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft 1.5. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: sd4 stardrive blade for use with holding sleeve 1.5mm lcp modular mini frag. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was confirmed that the screwdriver had stripped when locking the screw to the plate. There was a surgical delay. This report involves one (1) stardrive screwdriver shaft w/holding sleeve/t4/66mm. This is report 1 of 1 for (B)(4).